Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc leaked. The patient underwent surgery in our hospital for acute appendicitis, t: 36.4. P: 72 times/min, bp: 130/80mmhg. During the operation, fluid leakage was found when using a disposable closed intravenous catheter, which was immediately replaced. The new indwelling needle no longer leaked, had little impact on the operation, and caused no other adverse consequences to the patient.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.